Event description:
It was further reported that the target lesion was located at the bifurcation of the distal left main (lm) and proximal left anterior descending (lad) artery, not the proximal lad and proximal mid left circumflex as previously reported. The lesion was predilated with a 2.0x15mm apex balloon and a 2.5x15mm apex balloon. A 3.0x20mm promus element stent was deployed from the lm to the proximal lcx to correct the damaged stent. It was initially reported that during post dilatation it was noted that the proximal edge shrunk in. Per additional information, the problem was first noticed after the retrieval of the wires. It is believed the proximal edge of the promus element was pushed in by the guiding catheter that was deep seated during a final view with angiography.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous distal left main at the bifurcation of the proximal left anterior descending artery and the proximal mid left circumflex artery. The lesion was predilated and the stenosis was reduced to 70%. A 3x20mm promus element stent delivery system (sds) was advanced to the target lesion and it was deployed at 12atms for 5 seconds. There was no issue deploying the stent, however, during post dilatation it was noted that the proximal edge shrunk in and "3-4 crowns pushed in". An additional 3.0x20mm promus element stent was deployed and it was further post dilated with a 3.0 and a 4.0 quantum maverick balloon. The stents were well apposed. There were no reported complications and the patient's condition is listed as stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Type of reportable event: corrected from a malfunction to a serious injury ae or product problem: corrected from product problem to reported issue is both an adverse event and product problem. Outcomes attrib. To ae: updated to required intervention (B)(4).

Event description:
It was further reported that the target lesion was located at the bifurcation of the distal left main (lm) and proximal left anterior descending (lad) artery, not the proximal lad and proximal mid left circumflex as previously reported. The lesion was predilated with a 2.0x15mm apex balloon and a 2.5x15mm apex balloon. A 3.0x20mm promus element stent was deployed from the lm to the proximal lcx to correct the damaged stent. It was initially reported that during post dilatation it was noted that the proximal edge shrunk in. Per additional information, the problem was first noticed after the retrieval of the wires. It is believed the proximal edge of the promus element was pushed in by the guiding catheter that was deep seated during a final view with angiography.